Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received insulin squirting during priming and slower during rewind. Customer's blood glucose level was unknown. Customer stated that scratches on screen and button are less responsive and sometimes has to press buttons twice. Troubleshoot was not performed. Product will not be returned for analysis.